Event description:
The device with attached adapter was used to perform a routine test load discharge. Reportedly, subsequent to discharge of 200 joules to the adapter test load contacts, the devie locked up and would respond to actuation of any device front panel switches.